Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose was not known. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No moisture damage on electronics noted. The insulin pump received with severely scratched display window, cracked case at display window corners and cracked reservoir tube lip.